Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was unable to connect with both the patient and the clinic mobile device. The device had been able to connect and transmit data on previous dates. Troubleshooting was performed to determine the situation of the device. The representative confirmed he was able to feel the device under the skin. Additional follow up was requested. An x-ray analysis was performed and the icm could be seen at an intercostal space, midclavicular. The patient has a history of protein c/s deficiency, pulmonary embolism/deep vein thrombosis, and pulmonary sarcoidosis with cardiac involvement. After several months, the icm was, again, unable to be paired with a clinic assistant. The device was explanted and is being returned to bsc for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Device case was removed. A depleted cell with no battery related failure was found and the cause was not established. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was unable to connect with both the patient and the clinic mobile device. The device had been able to connect and transmit data on previous dates. Troubleshooting was performed to determine the situation of the device. The representative confirmed he was able to feel the device under the skin. Additional follow up was requested. An x-ray analysis was performed and the icm could be seen at an intercostal space, midclavicular. The patient has a history of protein c/s deficiency, pulmonary embolism/deep vein thrombosis, and pulmonary sarcoidosis with cardiac involvement. After several months, the icm was, again, unable to be paired with a clinic assistant. The device was explanted and has been returned to bsc for analysis. No additional adverse patient effects were reported.